Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Dr (B)(6), surgeon from the hospital, reported via mr (B)(4), hip product manager from stryker (B)(4), a total hip arthroplasty was performed on (B)(6), 2009. Dr (B)(4), surgeon, further reported that he performed a revision on (B)(4), 2010 due to potential (B)(6).